Event description:
It was reported to philips that the device would display a continuous red "x" in the rfu indicator and showed a power supply failure in the status logs. There was no reported patient or user involvement and no adverse patient/user impact.